Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the 30-degree endoscope, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that 30-degree endoscope was found to be cracked. Intuitive surgical, inc. (Isi) contacted the customer, but was unable to obtain any additional information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis (fa). Fa investigation did not replicate nor confirm the customer-reported complaint that the scope was cracked. No errors were found in the system log. The probable root cause of the customer-reported complaint could not be determined based on the information provided and failure analysis results. Additional observations not reported by the site: the endoscope was visually inspected and found to have cosmetic damage. Inspection of the housing revealed that the housing shell had faded and/or removed laser markings. Evaluation of the endoscope showed a defect in the camera instrument adapter. During the friction test, performed using a screening aid to manually rotate the adapter, the adapter did not rotate properly, and noises were heard during testing, confirming binding. Upon removal, the adapter was further inspected and found to have an attached endoscope adapter (aea) shaft bearing contributing to friction. Visual inspection also revealed damage to the cable assembly. The distal/proximal over-molded section of the cable assembly, located at zone b - middle one-third of the endoscope cable, was delaminated. The button pack assembly showed cosmetic damage, with a hairline crack observed on the camera button. Visual inspection confirmed hairline crack on camera button of the button pack assembly. Inspection of the cable integrated connector revealed discoloration and mechanical damage. The paddleboard within the connector exhibited scratches, indentations, and broken or missing pieces at the proximal cable end. Functional testing was conducted using an in-house system, and the endoscope failed to produce video output due to electrical or communication failure. When connected, color bars were displayed in the right eye only. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to expected range not being met.

Event description:
Refer to h11 for follow-up information.